Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
Distractors were placed on thursday (B)(6) 2017. When they tried to activate the night of (B)(6) 2017 the cardanic extension snapped in half. The distractor activation is accessible and the extension arm is going to be swapped out in clinic.

Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the returned product. The stereo microscope investigation revealed tensile cracks. Further investigation determined that there was no indication of material or manufacturing defects observed. The review of the product device history records was performed on the lot number provided. In this investigation no anomalies were discovered. The results of the investigation have concluded the root cause for the device breaking was due to strain on the device which caused mechanical stress. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.